Event description:
A malfunction alarm with code malf 9 was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted to reset the pump, but the issue persisted, so technical support provided a reset and also arranged for a replacement pump with updated software. The customer was advised on backup therapy using multiple daily injections (mdi) and was given instructions for placing the pump into storage mode before returning it. Further guidance was provided on steps to follow upon receiving the replacement pump, which was shipped without requiring a signature for delivery.